Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 541 mg/dl. The customer experienced symptoms such as nausea as result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with insulin pump and manual injection. During hospitalization customer was treated high blood glucose with insulin drip, intravenous fluid and nausea treated with dorfran. Customer was unable to complete care link upload. Customer was alleging that the insulin pump was under delivering because of high blood glucose. Customer was advised to check air bubble and leak, customer did not find any leak and air bubble. It was also stated that the insulin pump had pump error hardware low level failures during self test. Customer was able to clear the alarm and able to complete insulin pump rewind. Fill cannula was recorded in daily history. Trouble shooting was performed for pump error and self test was passed. The insulin pump and reservoir will not be returned for analysis.